Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: incident occurred on (B)(6) 2025 involving a sterile 3-piece syringe with commercial reference number 300865 and batch number 2503054 from becton dickinson. Upon unpacking, the nurse noticed a viscous substance between the plunger and the catheter adapter of the syringe. Another syringe with the same reference number was used, but the batch number was not recorded. There were therefore no consequences for the patient.

Manufacturer narrative:
Follow up MDR for device evaluation/correction: based on investigation results, this complaint is no longer reportable. The reported foreign matter was silicone which is part of the manufacturing process and the amount of silicone found was within specification. One sample was provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. We reviewed the test results for lot 2503054, and all values were within the established specifications. The submitted sample was also tested and confirmed to meet these same requirements. A comprehensive device history record review was completed for lot 2503054. No deviations or non-conformances were identified during manufacturing that could have contributed to the reported concern. Additionally, our manufacturing process includes multiple visual and functional inspections throughout production. No issues related to this event were found during these inspections. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. At this time, we have not identified a specific root cause. However, due to the viscosity of the silicone lubricant, it is possible for some residue to become visible when the stopper is moved from its fully seated position.

Event description:
No additional information.